Manufacturer narrative:
The device was evaluated and the alleged malfunction could not be confirmed or duplicated. The power conversion printed circuit board and transfer relay assembly were replaced for preventative measures. The device was returned to the customer for use.

Event description:
Hosp personnel were attempting to perform a sychronized cardioversion on a pt in ventricular tachycardia, using disposable electrodes. Allegedly when the discharge buttons were pushed the monitor displayed an energy fault message. The operator then attached the standard paddles and attempted to deliver a second shock. The device again displayed an energy fault message. A back up device was obtained, treatment continued and the pt was successfully converted. There were no adverse effects to the pt as a result of the alleged malfunction.